Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: on examination, the display lens was confirmed to be cracked/damaged. Unrelated to the original complaint, there was no audio tone present when the pump powered on due to cold solder on a connector. Also, unrelated to the original complaint, a write failure occurred due to electrically erasable programmable read-only memory failure triggering a call service alarm 006. Additionally, the battery compartment was noted to be cracked.